Manufacturer narrative:
The reported events of device migration and uveitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event post-implantation in the unknown eye described as "device was fibrotic in the anterior chamber and became stuck to the endothelium. Uveitis developed at a time distant from implantation. Second surgery performed to peel away the proximal part of the device that was in contact with the endothelium and bubble revision by removing fibrosis at distal end of implant. Flow of aqueous humor resumed." Device remains implanted.